Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the settings changed by itself. The patient said that, yesterday, they set it to 3.3 v, then they woke up in the morning and checked it and all by itself it went down to 2.2 v. Patient services (ps) reviewed it could be related to adaptive stimulation (as), but the patient did not use the programmer on the call. Ps reviewed how as works and how to go into the as settings. The patient verbalized that they understood and it was reviewed to call back if more assistance was needed. No symptoms were reported. No further complications were reported/anticipated.